Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not deliver any of the 5fu (only 4 ml). The tubing piece was not part of the recall. When they hooked back up to that pump, it was beeping upstream occlusion. They hooked up to a different pump and was flowing fine. Event occurred while use with patient at hospital. There was patient involvement, and no patient harm/adverse event reported.